Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test due to blank display. Unit received with corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the insulin pump restart and required which will clear active insulin amount. Customer reported that contacts on battery cap not corrosion damage nor contacts missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.